Event description:
It was reported that the patient has been feeling shortness of breath since the implant and possible migration on the device in the pocket. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.